Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, patent ductus arteriosus(pda) closure was attempted in a patient. A 6mm amplatzer vascular plug ii was selected for implant using a rcfw 4.0-45-45-rb-chb sheath. During the procedure the physician felt that the device was not sized properly. The device was exchanged for a 8mm amplatzer vascular plug ii and the 8mm device was delivered through the same sheath and the procedure was concluded. An immediate post-operative echo, imaging indicated that the 8mm plug became dislodged distal to the duct. The device was snared and completely removed from the patient and another 8mm amplatzer vascular plug ii was placed without incident. There was no negative impact to the patient or clinically significant delay.

Manufacturer narrative:
An event of device dislodgment was reported. The investigation confirmed the device met visual and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. Please note, per the instructions for use, arten600038222 revision a "warnings: the safety and effectiveness of this device for cardiac uses (eg, cardiac septal occlusion, patent ductus arteriosus, paravalvular leak closures) and neurologic uses have not been established."